Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent malfunction alarms occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. At the time of report the customer had not addressed the elevated bg. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the settings/time issue could not be verified. The information will be used for tracking and trending purposes.